Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and correction to field d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause could not be identified. For the second event of a burn on the probe cover, olympus was unable to determine the root cause, but presumed that when a high-energy endo therapy accessory is used without ensuring sufficient distance from distal end, the event may occur. Despite three good faith attempts to gather additional event information, no information whether the user used a high-energy endo therapy accessory was obtained. The first event can be prevented by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories). * precleaning the endoscope and accessories. * manually cleaning the endoscope and accessories. The second event can be detected by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The second event can be prevented by following the instructions for use which state: operation manual_ using endotherapy accessories_ high-frequency cauterization treatment warning:never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colono videoscope's had a burnt plastic distal end cover and foreign material in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.